Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that the up and down arrow buttons have been sticking for a few weeks. She stated that the keypad was intact, there has been no water exposure, and she wears the pump on her waist with a low profile clip. The pt reviewed the bolus history and stated that it is accurate.